Event description:
Boston scientific provided the following information: patient was previously found to have noise on the rv lead and a high threshold. Previously reprogrammed to unipolar. The lead was capped and a new rv lead implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.